Event description:
It was reported that the patient had syncope and went to the physician's office. The right ventricular lead was fractured and had delivered inappropriate shocks due to oversensing of noise and also had failure to capture. High lead impedance was also noted. The patient was sent to the emergency room and got a temporary pacemaker until the lead revision could be done. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead was explanted and returned to the manufacturer with no information.